Event description:
Additional information was received indicating the device was explanted and replaced due to normal battery depletion. During procedure, a new lead was implanted. The patient is in stable condition.

Event description:
During follow-up, technical support revealed that the devices discriminators are not active during a ventricular fibrillation episode. Technical support suggests changing the devices shock configuration to be more effective for the patient. The patient is in stable condition.